Manufacturer narrative:
Concomitant medical products: product ID 3037, product type: programmer, patient. Product ID neu_ unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported she had the device implanted for leakage but she had not been able to go since implant. She was on program 1 at 0.60v, she started at 0.70v. She wanted to know if she could continue to take oxybutin with her device. Additional information reported the patient felt uncomfortable stimulation. The therapy was on. Decreasing the amplitude eliminated the uncomfortable stimulation. The patient had a hard time seeing the icons on the screen because she had difficulty seeing but she was given instructions. There was no further information provided. If additional information is received, a follow up report will be sent.